Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed. Further information is not available at this time.

Event description:
New information received notes that the issue was discovered during regular device check in clinic. Device was reprogrammed. Patient was stable.